Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the light guide (lg) connector part was caught between the inner parts of the output connector and caused the stress. However, since there were few traces of significant damage to lg connector, a definitive root cause could not be determined. The event can be prevented and detected by handling the device in accordance with the instructions for use which state: "- do not hit or drop the endoscope's tip, flexible parts, curved parts, operation part, universal cord, video connector, and light guide connector. Also, do not bend, pull, or twist with strong force. Doing so may damage the endoscope, causing injury to the body cavity, burns, bleeding, perforation, or falling parts. - do not place or press the video connector or light guide connector on the insertion tube during transportation or reprocessing. There is a risk of damage." 3.3 inspection of the endoscope, inspection of the entire endoscope: "1 visually check that there are no major scratches, deformations, loose parts, or other abnormalities on the exterior of the control panel, video connector, and light guide connector." 3.5 connection of endoscope and related equipment, connection to light source device and video system center: "2 while grasping the video connector, firmly insert the light guide connector into the scope socket of the light source." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, after a diagnostic procedure, the connector of an enf-vh-lg rhinolaryngoscope could not be removed from the otv-s300 video processor. It was reported that when the user forcibly pulled it out, a part of the connector fell into the otv-s300.  There was no additional information provided regarding the intended procedure; however, the customer did note that there was no delay in the procedure. There were no reports of patient harm.